Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator after powering up runs in specification for approximately 5-10 minutes and then alarms vent inoperable. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation:vyaire medical was unable to confirm the reported issue through the vents log or duplicated during the functional check. The root cause is due to the supplier manufacturing process. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.